Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of service and repair log. Ref repair log no. (B)(4). Per repair auth form : "machine displayed "power output problem." Slow to cut and cauterize" (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, x-inspect returned samples, inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR is not available but not expected to provide pertinent information for this complaint. This unit was manufactured in 2005. The complaint was not confirmed. The unit was found to function normally. Other than some minor superficial wear on the front panel nothing else was noted as non-conforming. Units found to function without functional issues usually indicate some other aspect about how the unit was handled, operated, or set up may have been done incorrectly. The root cause for this complaint condition is not definitively determined but likely due to end user error. Corrective actions: correction and/or corrective action. The unit was checked and found to function to specifications. This unit was returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action level 4, train personnel, x-none. Reason: no applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No. Review and closure. X-recommended continuous improvement program (cip) CAPA required? #: complaint closure letter required? Ncmr issued? #: other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
Review of service and repair log. Ref repair log no. (B)(4). Per repair auth form: "machine displayed "power output problem." Slow to cut and cauterize". (B)(4).